Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6). The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported following an unrelated surgical procedure, the patient has been unable to establish communication between the ipg and external devices. The patient is also without stimulation therapy. The patient will follow-up with a company representative as the next course of action.

Event description:
Follow-up information revealed the ipg became inoperable on (B)(6) 2017. As such, the patient will undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a new one. Effective therapy resumed following the procedure and the issue is resolved.